Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) discussed that in each episode, there appeared to be small signal mixed with oversensing and undersensing as a result of the oversensing. The patient received six shocks due to oversensing across six episodes. Ts recommended evaluating what was going on during the episodes and suggested reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported.